Manufacturer narrative:
Report late due to asr to individual reporting transition per FDA letter dated june 28, 2019.

Event description:
The clinician reports the implant was inserted (B)(6) 2017 in the patient's mouth. On (B)(6) 2019, loss of osseointegration was verified. No product was returned to the manufacturer. There were no patient operative or post-operative complications reported.